Manufacturer narrative:
The tibial component cannot be evaluated for reported wear as it has not been returned for evaluation, but rather retained by the patient. Attempts to obtain complete catalog number and lot code have been unsuccessful. Therefore, a DHR review is not possible. If additional info or the device should become available this evaluation will be reopened.

Event description:
Patient presented to the doctor with patella pain. The tibial baseplate was revised.